Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with an edwards surgical valve implanted for an unknown implant duration is scheduled to undergo tricuspid valve replacement due to tricuspid stenosis. No additional information was provided.